Manufacturer narrative:
(B)(4). Per the doctor, from the user facility, the patient's death was not due to the alleged issue with the device and did not change the patient's outcome. Note: after the initial report of the event was documented, the user facility reported that the patient died at a later date. (B)(4). Upon receipt the infant circuit was visually inspected for any signs of abuse/misuse/damage, or subjected to any chemical or caustic environment that might cause damage. It was noted during the visual inspection that the "t" inline temperature probe connector (inspiratory limb) was missing. This caused the inspiratory side of the circuit to be in two separate pieces. Before leak testing was initiated another "t" connector was obtained and attached inline on the inspiratory side of the circuit. The entire circuit was leak tested per iso standard 5367:2000, annex "d", which states that at a constant air pressure of 60 +- 3 cmh2o, the leak rate shall not exceed 25 ml/min. In order to thoroughly capture all leaks, if any, both limbs of the circuit were submerged under a bath of plain other remarks: water to see if any bubbles could be detected from leaks. The leak was coming from where the collection cup attaches by plastic threads to the rain trap base. The rain trap cup on the inspiratory side of the circuit did not leak after tightening. Loosening and tightening the cup on the expiratory trap did not stop the leak. The device history record review showed that the product was assembled and inspected according to our specifications. The IFU for this product, l06731, was reviewed as a part of this complaint investigation. The IFU warns the end user, "ensure that all connections are secure, all unused ports are capped, and water traps (if enclosed) are sealed properly." The IFU also instructs the user, "install and test circuit in accordance with the ventilator manufacturer's instructions prior to use." "If water traps are included, attach the jar to the lid with 1/4 turn clockwise. If water does not drain during use, tap the jar to break the surface tension. To empty the trap, turn jar 1/4 counterclockwise. The lid will seal the circuit to maintain a closed system." The existence of a leak was confirmed. However, all circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this defect was present at that time. A corrective action is not required at this time as the damage observed on the circuit and the time of discovery indicates that operational context caused or contributed to this event. The returned circuit was confirmed to leak as a result of a small puncture in the corrugated tubing material as well as from the water trap. The defect was discovered after being in use for several hours. Based on the time of discovery and the damage observed on the returned sample, operational context caused or contributed to this event.

Event description:
The customer alleges that the circuit passed the vent test before placement on the patient. The circuit developed leak(s) after the device was in use on the patient.